Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 393 mg/dl several hours after consuming lunch. To address the bg level, the customer requested a bolus with the insulin pump. Then, two hours later, the customer experienced a bg level of 303 mg/dl, which was addressed with a correction bolus. Reportedly, after delivering a bolus request, the customer received an incomplete bolus alert. System check and review of the bolus history with tandem technical support showed that the customer did not complete the bolus request for lunch, the customer acknowledged the information and understood that this was due to user error, and that the pump was performing as intended. Additionally, the customer noted that there was blood around the infusion set site. Tandem technical support recommended that the customer change the site; however, the customer declined and stated bg level would continue to be monitored. During a follow-up call on (B)(6) 2016, the customer confirmed that bg levels had stabilized.